Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced leakage during use.

Manufacturer narrative:
Investigation: during DHR review no qns were originated during production. All other challenges, set up and in-process samples were preformed according to the quality control plan and all passed per specifications. Received one iag bc 22ga catheter-adapter assembly within an open package from lot number: 8183890. Visual/microscopic evaluation: traces of patient residue (blood) were visible throughout the catheter-adapter components. Slight damage was observed on the inside of the adapter. Water/air leak test: attached the iso standard testing slip luer to the end of the catheter/adapter and performed the leak test. No leakage was observed on any of the areas of the received unit. Attached the iso standard testing slip luer to a lab provided q-syte unit (luer lock) which was then connected to the catheter-adapter assembly. Connection was secure and no leakage was observed on any of the areas of the received unit. Although a definite source that caused the damage within the inner rim of the adapter could not be determined, the cause is manufacturing related and could be a potential for an unsecure/unsuccessful connection.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced leakage during use.